Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro was plugged into the generator and it began glowing even though it was not engaged. It stayed activated until it was unplugged, causing melting of the jaws. A replacement unit was using to complete the procedure. The hospital did not report any pt complications. The hosp follows proper IFU sterilization guidelines and this was the first use of the extension cable.

Manufacturer narrative:
Investigation results: maquet rec'd the device on 11/13/2009. The visual inspection revealed that a portion of the hot jaw boot insulation was melted. It was also observed that cutter wire had been dislodged and lifted from the hot jaw boot. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been rec'd. (B)(4).